Event description:
On (B)(4) 2012, the customer reported an easyspray device. A case of artiss 4ml was prepared for use on a pediatric burn patient. The account could not get the product to work properly with the easy spray device. The complaint was, too much pressure was experienced when the device was sprayed and the skin flap was affected by this pressure. The product was discarded and they used a different means to attach the skin graft. Incident date is unknown. The artiss was discarded.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: the narrative reports of an easyspray device used to spray artiss that developed a too high pressure? What resulted in the lifting of the graft during application. No serious injury is reported. This report refers to a technical problem, that has not induces harm to the patient. If it were to reoccur under different surgical circumstances (i.e. In the vicinity of an open vessel) this could potentially induce air embolism or subcutaneous emphysema. Additional information is being requested. Baxter is attempting to acquire the device from the user facility for evaluation. Upon its receipt and evaluation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as the customer corrected the initial problem by stating that the device worked as intended; furthermore, the customer stated that the problem happened due to a user error. As such the sample was not requested. Retraining of the correct use of the unit and the available connectors (for each specific air source) was completed. Each unit is tested for functionality and released when all parameters have been met and this device met all the specifications. This complaint will be kept on file for trending purposes.